Event description:
It was reported that the procedure was to treat a re-stenosed bare metal stent in the circumflex artery. The trek balloon was used for pre-dilatation, but during inflation the balloon kept slipping into the left main artery. The balloon was inflated very slowly, but kept slipping. On the fourth inflation, the balloon successfully pre-dilated the lesion site. A 3.0 x 20 mm vision stent was implanted to complete the procedure with good patient outcome. There was no vessel injury due to the balloon slipping. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty during inflation/balloon slipping (watermelon seeding) within the lesion may be due to factors including, but are not limited to, manufacturing, material properties, balloon size, patient anatomical/lesion morphology and patient disease state, placement of the balloon within lesion, or inflation technique. In this case, no patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. However, if the balloon was expanded in a narrow portion of the lesion during inflation attempt, this can cause the balloon to slip/watermelon seed, although the exact cause cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was also performed and did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported difficulty inflating the balloon cannot be determined. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all balloons are visually inspected for proper fold configuration and a sampling of units is also destructively tested to verify proper balloon inflation/deflation.